Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 4600g32l ring implanted in tricuspid position was explanted after an implant duration of two (2) years and six (6) months due to unknown reasons. A mitral prosthetic valve was implanted in replacement. Per the ID card information, a deficiency in the original device was alleged. As reported, the patient was noted as to be in recovery.

Manufacturer narrative:
Updated information: h6: type of the investigation, investigation findings and investigation conclusions. H11: additional manufacturer narrative: the device was not returned for evaluation, therefore the device deficiency could not be confirmed. Device history records (DHR) review was performed and there were no related non-conformances. The causes of reoperation following a failed annuloplasty repair is well-documented in medical literature. Typically, reintervention on the annuloplasty ring occurs due to factors such as progression of valvular heart disease, rather than inherent structural deficiency in the annuloplasty ring itself. Over time, the underlying heart condition that initially required repair may worsen, leading to further valve deterioration. This ultimately affects the durability of the initial repair, necessitating re-intervention. Other contributing factors include the emergence of new pathologies (such as infective endocarditis or degenerative changes), the patient baseline hemodynamics, anatomical alterations, and procedural considerations.